Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. .

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the fenestrated bipolar forceps instrument wrist could not be easily controlled. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was installed on an in-house system and driven. The instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise and proportional to what was commanded by the master tool manipulators (mtms), however, the grips moved in the opposite direction. Motion issues can be caused by something else in the backend (ex: broken cable, loose cable, broken input, cracked input, cracked clamping pulley, loose clamping pulley screw, binding of gears, other). No damage to the back end components on the instrument was found. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.